Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading of the valve. A procedural delay did occur due to the need to load a new valve. Per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a total of fourteen intraprocedural media files were submitted for review in relation to the event described above. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Though, it was documented that the patient had a severely calcified aortic valve and a pre balloon aortic valvuloplasty was performed. One of the fluoroscopic valve load inspections examined, presumably the first valve, showed a possible inflow crown overlap that appears to reach node 4 which would indicate a misload. Although it was not immediately apparent. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A misload was not documented and the valve was attempted to be implanted. Evidence indicates that the valve may have been recaptured once, as imaging obtained just prior to the point of no recapture demonstrates a valve that is slightly under expanded with a suspected infold in the cusp overlap view, although this was not apparent in the left anterior oblique (lao) view. A subsequent image clearly reveals infolding which would suggest the valve was recaptured and redeployed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was prepared, and fluoroscopic load inspection confirmed satisfactory load. It was noted that an additional pre-balloon aortic valvuloplasty was performed prior to implantation of the new valve. The new valve was then implanted at a depth of approximately 3-4 millimeter (mm) on the non-coronary cusp verified in the cusp overlap view and 2-3mm on the left coronary cusp verified in the lao view. Final angiography showed no evidence of infolding or aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, lot: 0012814295; product type: 0195-heart valves; product ID; l-evolutfx-2329, lot: 0013090420); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a severely calcified aortic valve underwent a procedure involving the transcatheter aortic valve. Pre-dilatation was performed with a non-medtronic 20mm balloon prior to valve insertion. Upon release of the valve, an infold appeared in the valve. The valve was recaptured and the complete valve system was removed from the patient. A second pre-dilatation was performed with a non-medtronic 22mm balloon, and a new valve was loaded and implanted with good results.